Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2025, novocure was informed by the patient's neurologist that she had been experiencing persistent, intermittent pruritus and erythema of the scalp, occurring daily and attributed to optune gio therapy. The current treatment regimen included gabapentin 200 mg twice daily, diphenhydramine 12.5 mg as needed, and hydroxyzine 5-10 mg as needed if diphenhydramine was ineffective. Additionally, the patient applied clobetasol cream to affected areas when erythematous and temporarily discontinued therapy until symptoms resolved. On (B)(6) 2025, the healthcare provider (hcp) reported that the patient was advised to use witch hazel as an alternative to standard alcohol-based skin preparation. A water-based skin barrier could be applied following witch hazel use. The hcp also recommended the use of topical antihistamines and corticosteroids between array changes to prevent or manage hypersensitivity reactions and pruritus. The prescribing physician advised increasing the gabapentin dosage to 200 mg three times daily to assess improved efficacy. The hcp did not provide a causality assessment; however, it was noted that the patient believed the symptoms were related to optune gio therapy and alcohol wipes. The patient remained on optune gio therapy.